Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 8 had clicking issue. A field service engineer (fse) addressed an issue with the tower door triple clicking by unplugging the latch cables, removing corrosion, and securing the cables with proper clamping. Fse successfully tested the door using the hardware test application, and the customer was able to recover functionality and complete inventory operations without further issues. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed and was clicking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.